Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia cryo-ablation procedure under a non-bwi sponsored clinical study (fulcrum-vt study) with a reprocessed soundstar catheter, and the patient experienced a pericardial effusion treated with pericardiocentesis. After ablation was completed, when doing the final checks and pulling the catheters out, a pericardial effusion was noticed and confirmed using intracardiac echocardiogram. Pericardiocentesis was completed and the patient was reported to always being in stable condition. The transseptal puncture was performed with versacross rf wire with fixed sheath. Prior to noting the effusion cryo-ablation was performed. The physician¿s opinion on the cause of this adverse event was that during the final cardioversion, the sterilmed soundstar catheter caused right ventricular effusion. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization to monitor status. The patient did not require cardiac surgery.

Manufacturer narrative:
The device has not yet been returned for analysis. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).